Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b1, b3, b5, b6, d1, d3, d4, d6(a), d6(b), g3, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported textured to smooth exchange and rupture. This record is for the left side. Device remains implanted.